Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. Due to internal moisture damage, the pump intermittently powered on with no vibratory features and an unresponsive keypad. The battery compartment was found to be cracked. The battery cap was unable to fully secure onto the pump, and the battery cap threads were observed to be damaged. There was evidence of moisture contamination on the interior of the battery cap. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal components of the pump. The investigation for the ¿battery life¿ complaint could not be completed due to the inability to measure the electrical current draws and review the black box data.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.